Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported insulation anomaly was confirmed in the laboratory. The lead was returned in two pieces and multiple inside-out abrasions were noted on both pieces. Multiple external abrasions caused by friction to the ICD can were also noted. The rv cable was melted at 20.6cm from the connector pin. The etfe coating of the rv cable was damaged in some of the abraded areas. The re cables and one rv cable under the rv shock coil were found broken. The damages found could cause noise, sensing, and capture issues.

Event description:
It was reported that two alerts for possible hv lead issue and aborted episodes were observed. Egms show noise on rv lead and caused inappropriate therapy. Insulation damage suspected.